Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the medium-large clip applier instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that the medium-large clip applier exhibited irregular movement during a case. Unintuitive motion during a surgical procedure could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the medium-large clip applier instrument exhibited irregular movement. Using a backup instrument, the procedure was completed with no patient harm, adverse outcome, or injury. There was a slight delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was noted when the surgeon¿s head inside the surgeon side console¿s (ssc) high resolution stereo viewer (hrsv) and while the surgeon was attempting to manipulate instruments from the ssc. The instrument persistently moved in the intended direction and the timing of instrument movement was appropriate. The unexpected motion occurred in the middle procedure and when the surgeon attempting to place a clip around a vessel/tissue. There was no shakiness and/or friction observed. There was no instrument-to-instrument or system arm-to-arm interference. At the time of event, the clip did not become dislodged from the instrument and/or fall into patient. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate the reported issue. The medium-large clip applier was found damaged. A frayed grip cable was also found at the distal idler pulley. There was also a broken input disk, causing the medium-large clip applier to fail engagement. Input disk 7 was completely detached from the base of the housing. Hairline cracks were found on the grip input on disk shaft 6. The medium-large clip applier instrument is unable to be tested on the in-house system due to the disk issue. The medium-large clip applier failed mechanical engagement when placed on the system. The medium-large clip applier failed to engage with the sterile adapter after multiple attempts. A review of the logs showed seven instances of error 22020, indicating failure to engage on the grip axis. The instrument was reevaluated and failed engagement.

Event description:
Refer to h10/h11 for follow-up information.